Manufacturer narrative:
The pump passed the sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment; however, a cracked retainer ring was noted during visual inspection. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Battery cycle 71.0 received the lowbatteryalert (104) on 02/06/2025 18:27:00 after more than 7 days at 31.01 days. Battery cycle 70.0 received the lowbatteryalert (104) on 01/06/2025 14:51:00 after more than 7 days at 32.8 days. Battery cycle 69.0 received the lowbatteryalert (104) on 12/04/2024 10:21:00 after more than 7 days at 28.86 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, missing display window/cover, and cracked retainer. Charge/battery lasts less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Cosmetic damage was confirmed at the battery compartment. Retainer ring damage was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery lifetime. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and the battery was not lasting more than 1 week. No harm requiring medical intervention was reported. Product return requested for mmt-1712k and the customer response was the device will be returned.